Event description:
It was reported that the patient may have had kidney infection and was antibiotics. She stated her urine smelled terrible. She also reported never had therapeutic effect and no stimulation sensation. It was noted that she was leaking as bad as before implantation of the implantable neurostimulator (ins). The patient was able to adjust their stimulation. It was noted that her physician was going to give the therapy 3 more months to see if there is an improvement or she was going to have it explanted. Follow up information obtained reported that the patient still had concerns with their device therapy, but was working with their physician and the company representative to resolve the issue. She had an appointment on (B)(6) 2011. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3889-28, lot# v295466, implanted: 2009 (B)(6), explanted: unk, extension: model 3095-10, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk, programmer: model 3037, serial # (B)(4). (B)(4).